Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a non-functioning control knob. The customer was advised to return the epg for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the knobs were difficult to turn, and required cleaning to resolve the issue. Rings and bails were found to be broken. The device was returned unrepaired, per customer request. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018: the epg was returned for service.